Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned for evaluation. A visual inspection showed no defects. The functional evaluation confirmed that the device displayed the error code and was unable to generate negative pressure, establishing a relationship with the event reported. The root cause was determined as a vacuum motor failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the renasys touch non connect 4th ed device shows a failure 8091 when powering up fails to generate and control negative pressure. As this was noticed during service and repair activities, no patient was involved.